Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Required repairs were identified by the field engineer, however, the customer refused to have the repairs done at this time.